Manufacturer narrative:
Since lot number has been updated in our records, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. A manufacturing record evaluation was performed for the finished device 30633783l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6) correction: on 26-jan-2022, it was noticed that incorrect information was reported in the 3500a initial medwatch report. It was incorrectly reported that no lot number for the product had not been provided. However, the lot # was available. As such, field d4. Lot has been populated with 30633783l.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after completion of an atrial fibrillation procedure, post use of biosense webster inc. Products, the patient¿s blood pressure decreased, and superficial echocardiography showed pericardial effusion. Pericardial drainage was performed, and blood pressure recovered. The patient was then transferred back to the intensive care unit (ICU). The physician commented that the causality with bwi products was considered to be unrelated because the movement of the non-bwi coronary cinus (cs) catheter was different from that of the cardiac tamponade. The pacing from the non-bwi cs catheter 1 - 2 was not stable, and the blood pressure rapidly decreased after the cs catheter was removed. The physician considered that the cause of the adverse event was a cs catheter manufactured by another company. The patient outcome of the adverse event is improved. It was not reported that extended hospitalization was required. There is no significant medical history. A smartablate generator was used during the procedure. Prior to noting cardiac tamponade ablation had already been performed. There was no evidence of steam pop. It was not reported that inappropriate use was conducted or against instructions for use (IFU) regarding irrigated catheter setting, settings on the generator, and setting on the pump. It was not reported that there was any error message observed on any biosense webster equipment during the procedure. This event is being be conservatively reported since ablation was performed and this event occurred post use of bwi products.